Event description:
The central monitoring system (cns) went down and would not reboot. (B)(6) on call technician had customer remove one hdd and attempt restart. System came up but has one bad hdd. Ref # MFR 8030229-2014-00010.